Event description:
It was reported that the patient experienced prolonged hyperglycemia up to 324 mg/dl for several hours after breakfast, then announced lunch while trending down around 280 mg/dl with prior pump-delivered correction insulin onboard, which led to a transient dip to 76 mg/dl before returning to the 80s; no alerts or alarms occurred, and no device or component malfunction was identified with the ilet system. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the patient and nurse and analysis of information provided by the user. Investigation of this case revealed no device problem found and that the event constituted an adverse event without an identified device or use problem, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.